Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., b.6., d6b., h.6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "their chest was very swollen" and "after several tests a puncture and removal of 90 cm of fluid" was done. Subsequently, healthcare professional reported seroma-late and capsular contracture baker grade ii. Pathology report showed ¿presence of histiocytes with intra cellular empty vacuoles, compatible with intra cellular silicone¿. The device has been explanted. This record relates to the right side.

Event description:
Patient reported "my chest was very swollen. After several tests they had to do a puncture and remove 90 cm of fluid from my chest." This record relates to the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11apr2024.

Event description:
Patient reported "their chest was very swollen" and "after several tests a puncture and removal of 90 cm of fluid" was done. Subsequently, healthcare professional reported seroma-late and capsular contracture baker grade ii. Pathology report showed ¿presence of histiocytes with intra cellular empty vacuoles, compatible with intra cellular silicone¿. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid" removed from chest.

Event description:
Patient reported, "my chest was very swollen. After several tests, they had to do a puncture and remove 90 cm of fluid from my chest". This record relates to the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, d9, h3, h6. Photo analysis: visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "their chest was very swollen" and "after several tests a puncture and removal of 90 cm of fluid" was done. Subsequently, healthcare professional reported seroma-late and capsular contracture baker grade ii. Pathology report showed ¿presence of histiocytes with intra cellular empty vacuoles, compatible with intra cellular silicone¿. The device has been explanted. This record relates to the right side.

Event description:
Patient reported "their chest was very swollen" and "after several tests a puncture and removal of 90 cm of fluid" was done. Subsequently, healthcare professional reported seroma-late and capsular contracture baker grade ii. Pathology report showed ¿presence of histiocytes with intra cellular empty vacuoles, compatible with intra cellular silicone¿. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. As per the investigation procedure deformation and air voids were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.